Event description:
It has been reported that surgery time was extended because the sawblades would not fit through the cutting blocks correctly. The surgeon elected to continue with the surgery, and once the surgical procedure was completed, the unicondylar knee components did not track correctly. At that time the surgeon elected to change from the unicondylar knee to a total knee.

Manufacturer narrative:
Na